Manufacturer narrative:
For the customer's instrument, the local field service engineer (fse) went onsite, and found several positions of the processing transfer head front failing the tightness check as well as evidence of droplets/leakage. The issue has been solved with these service actions and the instrument is running without issues with passing tightness check results and with no further evidence of leakage. Corrective and preventive actions will be implemented as appropriate. (B)(4).

Event description:
The customer reported a high rate of invalid results with the cobas mpx test, and review of instrument files showed the generation of p07p flags, which is indicative of a volume error during supernatant removal. The local field service engineer (fse) went onsite, and found several positions of the processing transfer head front failing the tightness check as well as evidence of droplets/leakage. After replacing the o-rings & stop discs of these positions the check passed. The site has reported the invalid rate has decreased. There was no allegation of erroneous results, harm, or injury.